Event description:
Pt reported that the cause was that the stimulator just needed adjustment. Patient voiced their dissatisfaction with the manufacturer representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt had been trying to reach their rep for the 3rd day but they would not return their call. Pt also left a message to their hcp but they could not get a hold of them. The pt had a bad fall and thought they needed some adjustments to the stimulator because about 4 weeks ago all 3 of the programs was not doing it for them for they still had bad pain down one leg. They need someone else to get ahold of. The pt thought it would get better and walk it out along with changing the program but no they thought they needed readjustment. The patient was redirected to their healthcare provider to further address the issue.